Event description:
On (B)(6), during an operation with the gamma3, the u-lag screw connector broke. Operation was ongoing and completed successfully.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.